Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's step-daughter reported customer was told by his visiting nurse that his adc blood glucose meter was "not working", but caller did not know what was wrong with it. It was further reported that on (B)(6) 2015 at 9:00 am customer was "lethargic and unresponsive". No self-treatment was undertaken. Paramedics were called and upon arrival administered an unspecified "injection". It is unknown if the customer attempted to use his adc meter during the event. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
As product was not returned with this complaint, a device history record (DHR) review of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release.